Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would suspend on low but would not beep or vibrate. The customer had a sensor glucose of 48 mg/dl. Their blood glucose was 61 mg/dl they treated with a glucagon tablet. The device passed the self-test and the beep test. It is unknown if they were on auto mode. The device will be returned for analysis. Ozo- unk ¿ sensor; unomed set; frn-unk-rsvr.